Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30435236l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricle contractions (pvc) in left ventricle with a qdot-micro, uni-directional, f curve, c3, split handle and suffered cardiac tamponade requiring pericardiocentesis it was reported that the patient suffered cardiac tamponade during the procedure at the level of the left ventricle. It was probably due to ablation fire made during the procedure (ventricular extrasystole). Thoracic pain was reported for the patient. A follow-up ultrasound reveals a non-dry pericardium. Drainage of the pericardium was conducted. One day later, the patient was doing very well and was discharged from the hospital. The procedure was successfully completed. The patient fully recovered with no residual effects. Additional information was received, and it was reported that this adverse event was discovered post use of biosense webster products. The event occurred after the ablation phase. The physician¿s opinion on the cause of this adverse event is that it was procedure related. No transseptal puncture was performed. There was no evidence of a steam pop. Irrigated catheter flow setting were: qdot 50w low flow: 4ml/min high flow: 15ml/min. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features used were: dashboard & visitag with the visitag module parameters for stability: stability; 3mm, 3s, 30%>3g and additional filter used with the visitag: ai: 320-450 with ai color option used prospectively.